Event description:
The patient underwent uncomplicated cataract surgery with hydrus microstent implantation on the left eye on (B)(6) 2021. On 1-day post-operative exam, best-corrected visual acuity (bcva) was 20/30+ and intraocular pressure (iop) was 22 mmhg on 1 iop-lowering medication. Two weeks post-op, the visual acuity was 20/30 and iop 19 mmhg unmedicated. The surgeon requested the patient return for repositioning of the stent at this visit; however, on (B)(6) 2021 the surgeon opted to explant the microstent. The following day, bcva was 20/30 and iop was 18 mmhg on 1 iop-lowering medication and the patient reported "feeling better" after explantation. On (B)(6) 2021, the surgeon reported that there was no discomfort but that the patient had complained of cloudy vision (near and far). Twelve days post-explantation, visual acuity was improved.

Manufacturer narrative:
The explanted hydrus microstent is not available for evaluation. The device history records were reviewed for this manufacturing lot; there were no discrepancies or unusual findings that relate to this complaint and all released product met specification. Microstent malposition, secondary surgical re-intervention, microstent explantation, and loss of visual acuity are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).